Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 520mg/dl. The customer had symptoms such as vomiting and ketones treated with insulin pump or manual injections. Customer's blood glucose value was 132mg/dl at the time of the call. Customer reported that the high blood glucose levels ranges from 300mg/dl to 520mg/dl. Troubleshooting was performed for the damage which was on battery compartment. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.